Event description:
It was reported that this right ventricular (rv) lead exhibited noise and out of range impedances. This lead was explanted and successfully replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).